Event description:
A customer reported that the day of the event customer received a blood sugar result of 480 mg/dl using the glucometer elite blood glucose system. Approximately 1 hour later customer received a result of 114 mg/dl. No medication was taken after the 480-mg/dl reading. While on the phone a review of the system was conducted. Electronic checks were satisfactory. In review of the technique it appears that the customer was placing a "good portion" of the blood sample on the top of the reagent and not into the test sensor. This was corrected. The customer demonstrated good results with controls and was encourgaed to call company's 24/7 customer service line if any additional problems are encountered. The complaint is considered closed for purposes of MDR.